Event description:
It was reported that the catheter was "damaged" or "fractured" during a surgical implant of the lead. The catheter was on fluoroscopy and was cut. As a result pt's dosage was decreased on (B)(6) 2011. It was reported on (B)(6) 2011, that the drug morphine (dose and concentration unk) was being pumped into lead and ins pocket area "infecting" these areas. The catheter had been replaced and reconnected (date of surgery was supposedly (B)(6) 2011, but was not confirmed at the time of this info). Pt as the date of this report was in the hospital and reports to be doing better. Additional info has been requested from the hcp; it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).